Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the oversensing event was sensed by the device.

Event description:
It was reported that during a follow up in clinic, oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the oversensing was not able to be reproduced. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.